Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that pipeline stent failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 20 mm and a 21 mm neck di ameter located on the cervical segment of the internal carotid artery. It was noted the landing zone was 4.4 mm distally and 4.25 mm proximally. The angiographic result post procedure showed retention of contrast agent within the aneurysm and vessel tortuosity was severe. It was reported that during the use of a flow-diverting stent to treat an aneurysm, the patient was diagnosed with a giant aneurysm in the cervical segment of the internal carotid artery. The guidewire and microcatheter formed a loop within the aneurysm sac to enable further advancement. The stability of the entire system was extremely poor. The operator advanced the microcatheter to the distal end of the internal carotid artery and deployed the stent. After deploying a sufficient length of the stent, the tip end of the stent failed to open. The operator attempted multiple maneuvers, including pushing the stent forward and increasing the tension, but the tip endof the stent still could not fully open. Attempts to retrieve and redeploy the stent also failed to open it. The stent was subsequently removed from the patient¿s body, and a 5-35 stent was used as a replacement. The pipeline and all devices were prepped as indicated in the IFU. No patient complications were associated with this event. Additional information was received. The pipeline was placed in a vessel bend when it failed to open. Multiple attempts were made to retrieve and re-deploy the stent, but the cause of the failure to open was not determined. There was no friction or difficulty noted during delivery or positioning, and the device did not jump during deployment. However, the tip of the catheter did move during deployment. The navien catheter used was model 5f115, and the marksman was 150cm in length, though the lot number was unknown. It was clarified that "the stability of the entire system was extremely poor" refers to the blood vessels being too tortuous to provide adequate support for stent deployment, making it difficult to operate and transmit force during pushing and pulling maneuvers on the stent. Ancillary devices include a cordis 8f guiding sheath, navien 5f guide catheter, marksman microcatheter, synchor guidewire.